Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was extreme weakness in the legs post implant since the day of implant. The spinal cord stimulator (scs) was off. There was extreme pain with .1 v bipolar programming and .3 impedance check. It was unknown what led to the event. Programming was done. They were unable to check impedance. No interventions or actions had been performed and the issue was not resolved at the time of the report. However, an explant was scheduled for (B)(6) 2015.